Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # t5ce0y. Device analysis: the analysis results showed that the cs40b device was received with no apparent damage and with a reload loaded in the device. The reload was received with 13 staples protruding and partially formed, the washer uncut, and the knife recessed below the reload deck. The drivers were noted to be partially advanced. It is possible that the reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were complete and the staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing, the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. Additional information was requested, and the following was obtained: the following information was requested, but unavailable: could you please provide more details for "device malfunctioned"? Did the device cut? If the device cut/fired, was the cut line complete? Did the device staple? If the device stapled/fired, was the staple line complete? If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Did the device close? Did the device fire? Did the device open? Was the device difficult to close on the tissue? Was the device difficult to fire? Was the device difficult to open? On which firing did this occur? Did the tissue retaining pin lock into the correct position? Response: -the health care provider who turned in this device stated he does not have any additional information regarding the alleged malfunction with the device. He states that the alleged malfunction was likely the result of incorrect usage. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device malfunctioned. There were no patient consequences. No additional information is available at this time.